Event description:
It was reported that during a routine follow up, this pacemaker was found to be operating in safety mode. An emergent procedure was performed, where this pacemaker was explanted and replaced with a new device successfully. No additional adverse patient effects were reported. This pacemaker was returned to facility awaiting analysis.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.